Event description:
On (B)(6) 2023, a patient was injected with revanesse lips+ ha filler into their lips. The injector did not know how much product was injected. At some point in the procedure the injector noticed blanching above the right side of the upper lip. Photos show blanching, mottling and circumferential compensatory vascular flushing. The injector injected hylenex to the involved area twice. The vascular event resolved with no sequelae. My clinical opinion is that this case represents a case of inadvertent injection into a vessel causing vascular occlusion which was appropriately managed. Prollenium medical technologies inc. Will continue the investigation and contact the injector, patient and clinic to get more information associated with the reported adverse event. Internal report number: (B)(4).